Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system separated from the hub during the infusion. The following information was provided by the initial reporter, translated from french: "catheter placed in an infant without difficulty and connected to the infusion. The infusion tubing fell off with the part of the catheter when the infant was picked up, while the tip of the catheter was still in place on the child's arm. There was no pulling of the tubing. Device retained: yes consequence: bleeding precautionary measure: catheter removed and a new catheter inserted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system separated from the hub during the infusion. The following information was provided by the initial reporter, translated from french: "catheter placed in an infant without difficulty and connected to the infusion. The infusion tubing fell off with the part of the catheter when the infant was picked up, while the tip of the catheter was still in place on the child's arm. There was no pulling of the tubing. Device retained: yes; consequence: bleeding. Precautionary measure: catheter removed and a new catheter inserted."